Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -1.5/2.0/089 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to lens rotation not associated with low vault. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).

Manufacturer narrative:
B5: corrected to - "the reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -1.5/2.0/089 (sphere/cylinder/axis) was implanted in the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022, the lens was exchanged for a longer length lens due to lens rotation not associated with low vault and refractive surprise. The problem was resolved. Cause of the event is unknown." Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found optic deformed and haptic bent/ deformed to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).